Event description:
Follow up information reported that the implantable neurostimulator (ins) was reprogrammed and that the patient decreased the voltage. It was reported that the patient outcome (on (B)(6), 2010) was resolved without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was an undesirable change in stimulation. Symptoms included incisional and buttocks pain. It was noted there was increasing pain at the incision site radiating down buttocks. Interventions included reprogramming. It was noted the patient decreased voltage on (B)(6) 2010. It was also noted the event resolved without sequela. Follow up reported reprogramming was done and testing for fracture post 'mva' done. Toradol, solu-medrol, morphine, valium and vicodin were given. It was noted there was no explant and the patient resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v517592, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).